Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to the therapy not helping her. The patient had gotten complex regional pain syndrome (crps) in her right leg due to a malfunctioning knee replacement. As a result of that, stimulation made the pain worse. Additionally, the ins was causing the patient a lot of irritation, although the pocket site wasn't infected. The reporter stated that the patient's healthcare provider and manufacturer's representative tried reprogramming the device multiple times without success. Therefore, the patient decided to have the device removed.